Event description:
A user facility reports that an intraocular lens was replaced due to unexpected postoperative refraction. Following cataract surgery, the pt was twice myopic as calculated. Glaucoma and macular degeneration complicate the case. The association between this event and the intraocular lens is not known. More info is being sought.

Event description:
The surgeon stated that folowing lens exchange the refraction was as expected. Note: the surgeon did not provide the diopter of the replacement lens.